Manufacturer narrative:
Siemens filed an initial MDR on 03/21/2019 for falsely elevated human chorionic gonadotropin (hcg) results obtained on the dimension exl with lm instrument. Additional patient information (03/22/2019): sid (B)(6): (a2) - patient's age is 46 years. (A3) - patient's sex is female. Sid (B)(6): (a2) - patient's age is 33 years. (A3) - patient's sex is female. Correction (d2): catalog # 10472176.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to report, falsely elevated human chorionic gonadotropin (hcg) results on a dimension exl with lm instrument for two patient samples. It was confirmed with the customer that quality control results were within acceptable ranges at the time of the issue. The customer observed a loose pipe clamp causing an interference of the wash probe 2 tubing with the travel of the reagent arm 2 (r2). The customer disconnected and replaced the loose wash probe 2 tubing and was operational. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Falsely elevated human chorionic gonadotropin (hcg) results were obtained by the customer on the dimension exl with lm instrument, and the results were reported to the physician(s). The patient samples were repeated after the instrument was serviced, and the results were lower (negative). Correct results (negative) were reported to the physician(s). There are no reports that patient treatment was altered or prescribed or adverse health consequences due to the discordant hcg results.